Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part: 03.010.070, lot: 9521768, manufacturing site: bettlach, release to warehouse date: 02.july 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an orthopedic procedure a trocar was bent. It is unknown if there was a surgical delay. Procedure outcome is unknown. No patient consequence. This complaint involves one (1) device. Investigation flow: damage . Visual inspection: the 4.2mm trocar 210mm (p/n 03.010.070 lot 9521768) was received showing the distal shaft bent and the green color marking peeling. Dimensional inspection: result: conforming. Document/specification review: the drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed. No definitive root cause could be determined. It is possible that the bending was due to unintended/excess forces and the peeling marking was due to consistent use and reprocessing over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure a trocar was bent. It is unknown if there was a surgical delay. Procedure outcome is unknown. No patient consequence. This report is for one (1) 4.2mm trocar 210mm. This is report 1 of 1 for (B)(4).